Manufacturer narrative:
Concomitant medical products: 5071-35, lead, implanted: (B)(6) 2017; dtbb1d1, ICD, implanted: (B)(6) 2017; 694765, lead, implanted (B)(6) 2011. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the hospital due to feeling intercostal stimulation. The vector was reprogrammed on the left ventricular leads and the patient no longer felt the stimulation. The next day the patient called back due to the device alerting. Remote transmission showed low impedance on the left ventricular leads. Both leads remain in use. No further patient complications have been reported as a result of this event.